Event description:
False negative urine hcg.

Manufacturer narrative:
Retention device testing: find evaluation report in document tab. Summary of results: the retention tests met our qc specification. Correct negative results were obtained when tested with 3miu/ml hcg urine control. Correct positive results were obtained when tested with 25miu/ml hcg urine control. Correct positive results were showed when tested with 100miu/ml, 223.36iu/ml hcg control and 500iu/ml hcg urine control. No false negative phenomena were observed. Probable root cause: moreover, the urine sample is very likely to be influenced by many factors, such as taking in too much water before testing, which will dilute the urine specimen and decrease the hcg concentration in urine. So we suggest the patient test with the first morning urine.